Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
Sd (B)(4). MDR ref #: 9615742-2012-00048 (avaulta posterior system). Note: this report corresponds with bard's report #(B)(4) for an "avaulta system."